Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a routine follow-up check. Multiple episodes of ventricular noise reversion along with multiple high ventricular rate episodes that were also ventricular noise were noted. All right ventricular lead parameters were stable. The right ventricular lead impedance was low but stable. Noise was not reproducible via arm movements or movement of the device. No intervention was performed. The patient was stable and will continue to be monitored.